Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices had suture breakage during actual use on patient in this procedure? 2. Events captured in report 2210968-2019-88659.

Event description:
It was reported that a patient underwent tendon repair procedure on (B)(6) 2019 and suture was used. The suture was broken during the knot phase of tendon suturing. The case was completed with a different brand¿s product. There was no adverse patient consequence reported.